Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Proximal neck was 22-21mm in diameter and 54 mm in length. Right iliac was 15 mm in diameter and left iliac was 12mm in diameter. Right femoral was 8.6 mm in diameter and left femoral was 9.0 mm in diameter. Prior to evar, the right internal iliac artery was coiled. It was reported that thirteen days post index procedure, the patient presented with leg pain and a left limb occlusion was confirmed. A fem-fem bypass was performed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Method: (film).

Event description:
Films were received and reviewed: two weeks pre-implant film review showed the patient had a long and narrow proximal neck. Proximal neck (flow lumen) measured approx 18 x 26mm at the renals, and the distal end of proximal neck measured approx 15-17mm, with calcification present. Post-implant films and 3d reconstruction three months post implant show that endurant devices have been implanted and the ipsilateral limb is posterior to the contralateral limb and it is placed in the left iliac. The ipsilateral (left) limb is occluded distally beginning at the flow divider. The origin of the ipsilateral limb is compressed nearly flat and occurs within a narrowed section of the neck; the stent graft diameter (across both limbs) at this location measures approximately 14 x 18mm. The ipsi limb expands normally within the sac, but remains occluded. The contralateral (right) limb is not kinked or occluded. The cause of the occlusion appears to be anatomy related due to the long and narrowed proximal neck.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion), (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).